Event description:
Updated summary: it was reported to medtronic minimed that the customer got surgical intervention at the hospital due to having surgery on their neck. No alleged low or high blood glucose nor stated surgery related to diabetes.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer was treated with surgical intervention and an emergency room visit. Troubleshooting was performed but later it was declined. The customer had to change the sensor, requested for replacement, and also searched for the sensor signal. The event involved product(s) mmt-7841zn, mmt-1884l, and mmt-7040a. The customer reported a loss of communication between the transmitter and the pump. It was unknown whether the customer would continue using the device. It was unknown whether the customer was using the pump within 48 hours before the event and whether the auto mode feature was active or not at the time of the event. No further patient complications were reported. It was unknown whether the customer would continue using the device. No product return is required for mmt-7841zn. No product return is required for mmt-1884l. No product return is required for mmt-7040a.